Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Device received with missing retainer and reservoir tube o-ring. Device received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap or reservoir will not lock properly due to missing retainer. The device was connected to a test transmitter or sensor and monitored without any connection interruptions. Device alarmed error 63 during self test. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Device suddenly had blank white lcd during testing. Unable to download device to check error 63 variable. Device had unresponsive white screen due to moisture damage on the electronic assembly. Unable to perform the sleep current test and active current test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump's button not responding. The customer¿s blood glucose was 149 mg/dl at the time of the incident. Customer's family stated that there was a lost sensor issue. Customer was unable to successfully clear the alarm. Customer's family reported the screen was not completely blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.